Manufacturer narrative:
Qc prior to the event was within lab-established ranges. Qc run after the event was low.service was dispatched and serviced the instrument on (B)(6) 2010.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous electrolyte sodium (na) and chloride (cl) results that were generated by the unicel dxc 600 pro synchron chemistry analyzer for three patients. The instrument generated low na results for three patients. The samples were repeated and the records amended with the higher results. The customer provided information for only two of the three patients. Patient treatment was not initiated or withheld based upon the false results reported.